Event description:
The customer reported that the blue insulated wiring near the jaws began to form a loop which could not be reduced. When the device was taken out of the trocar, it was found that the wiring had been severed. A second instrument was opened and the surgeon had the same issue with this device. There was no pt injury. The add'l device can be found on MFR. Report # 1717344-2010-00369.

Manufacturer narrative:
(B) (4). A visual inspection verified that the device has a broken wire at the jaws of the device exposing bare wire. It appears that the jaws scraped a trocar and severed the wire. Engineering is in the process of evaluating a design change to contain the wire. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.